Event description:
It was reported that during a device replacement procedure due to elective replacement indicator (eri), x-ray (xr) and fluoroscopy identified a pseudofracture of the right atrial lead. The patient was in chronic atrial fibrillation so the atrial lead was capped and not replaced. It was also noted during the testing of the chronic right ventricular lead, the lead had higher, but adequate pacing thresholds. The right ventricular lead was connected to the replacement device and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was subsequently explanted due to infection.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.